Event description:
It was reported that during intraoperative use, inaccurate and erratic readings were observed with the device while a patient was being monitored or treated. Troubleshooting steps included swapping cables and sensors. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information:d9, g3, h3 h6 medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the monitor's exterior found no significant damage and only dirt accumulation in the devices of the outer casing. A tag was found to be attached to the monitor with "not holding charge" written in its "issue description" section. Functionally, an ac power was connected to the monitor, along with a known good test sensor and cable. All indicator leds were observed to be illuminating on the sensor as the monitor passed post when activated. The settings applied to the device were: neonate; spo2 89-100; and bpm 55-195. After some time of the operation with no significant failure states demonstrated, it was observed that the remaining battery charge symbol was active on the display, which was abnormal with the ac power still being connected. Fidgeting of the power cable resulted in the battery symbol disappearing occasionally, indicating inconsistent supply of ac power. A review of the system logs showed that there were no discrepancies from sensor's settings. It was reported that inaccurate and erratic readings were observed with the device while a patient was being monitored or treated. The reported issue could not be confirmed. The evaluation detected an unreported condition: damaged ac inlet. The issue was resolved by replacing the ac inlet with a known-good equivalent. After replacement, a continuous functional test was performed where the monitor maintained operation for a total of about 23 hours with tow different test sensors set to 90% spo2 and 60 bpm. The most likely cause for the additional condition is traced to component failure the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.